Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the lumbar artery using a packing coil lp and a non-penumbra microcatheter. During the procedure, the packing coil lp was stuck and would not advance past its initial position within its introducer sheath. The physician tried multiple times to advance or retract the packing coil lp; however, the packing coil lp remained stuck. It was reported that the sheath was stuck to the packing coil lp. Therefore, the packing coil lp was removed. The procedure was completed using a new packing coil lp and the same microcatheter. There was no report of an adverse effect to the patient.